Event description:
Personal product use of the derminator 2 resulted in irreversible scarring on skin. The product reaches a needle depth that exceeds cosmetic application, makes claims about its ability to treat skin conditions and does not appear to have proper FDA clearance required for medical devices. See https://derminator.com/ & https://derminator.com/derminator2-instructions. Pd f for specifications of needle depth and no listed FDA clearance.